Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 42.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3877934,I,SI,365,Edwards SAPIEN XT,9300TFX26,3190;3954017,I,SI,132,Edwards SAPIEN XT,9300TFX23,3190;3954017,I,SI,83,Edwards SAPIEN XT,9300TFX23,3190;3954017,I,SI,209,Edwards SAPIEN XT,9300TFX23,3190;3829445,I,SI,238,Edwards SAPIEN XT,9300TFX29,3190;3861956,I,SI,228,Edwards SAPIEN XT,9300TFX26,3190;3862942,I,SI,325,Edwards SAPIEN XT,9300TFX23,3190;3862942,I,SI,400,Edwards SAPIEN XT,9300TFX23,3190;3891319,I,SI,35,Edwards SAPIEN XT,9300TFX26,3190;3897472,I,SI,294,Edwards SAPIEN XT,9300TFX23,3190;3991587,I,SI,362,Edwards SAPIEN XT,9300TFX23,3190;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4383136,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4402965,I,SI,5,Edwards SAPIEN XT,9300TFX23,2993;4404929,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;4404929,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4435644,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4437469,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4450766,I,SI,7,Edwards SAPIEN XT,9300TFX26,2993;4020575,I,SI,420,Edwards SAPIEN XT,9300TFX23,3190;4030851,I,SI,41,Edwards SAPIEN XT,9300TFX29,2993;4030851,I,SI,41,Edwards SAPIEN XT,9300TFX29,3190;4097032,I,SI,83,Edwards SAPIEN XT,9300TFX23,3190;4097032,I,SI,79,Edwards SAPIEN XT,9300TFX23,3190;4097032,I,SI,76,Edwards SAPIEN XT,9300TFX23,3190;4521603,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;4537978,I,SI,6,Edwards SAPIEN XT,9300TFX26,2993;4538039,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;4571764,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;4580923,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4580970,I,SI,7,Edwards SAPIEN XT,9300TFX23,2993;4581028,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;4581420,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4611128,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;4611128,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;4456282,I,SI,8,Edwards SAPIEN XT,9300TFX29,2993;4634632,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;3146764,S,SI,106,Edwards SAPIEN XT,9300TFX23,3190;3911039,S,SI,66,Edwards SAPIEN XT,9300TFX23,3190;4241660,S,SI,24,Edwards SAPIEN XT,9300TFX29,2993